Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 51.8cm from the distal tip was returned. External insulation abrasion was found at 8.1cm to 9.2cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at the same location. Electrical measurements that could be performed were normal.